Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, asthma, migraine and headache. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy,salpingectomy,oophorectomy (one side removal of ovary)) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- in previous f/u, it was reported insertion date as 2011. Recent f/u it was mentioned date of removal as (B)(6) 2010. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) were added. New reporter and date of birth were added. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included ovarian cyst, bloating, diarrhea, bicornuate uterus, dysplasia, irregular periods, cervical dysplasia, dysmenorrhea, vaginal pain, vaginal discharge, uterine bleeding, nausea, vomiting, tooth pain, back pain, loss of consciousness, unilateral leg pain, bladder prolapse, anxiety, depression, fever, cough, sore throat, dysfunctional uterine bleeding, urinary tract infection, trichomonal vaginitis and mental disorder. Concurrent conditions included abdominal pain, asthma, migraine, headache, bowel adhesions, hematoma, yeast infection, boil, ecchymosis, bruise, abdominal pain lower, vaginal irritation, abdominal wall hematoma, dysuria and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi condition"). The patient was treated with surgery (hysterectomy,salpingectomy,oophorectomy (one side removal of ovary) and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal infection, vaginal discharge and gastrointestinal disorder had not resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted- in previous f/u, it was reported insertion date as 2011. Recent f/u it was mentioned date of removal as (B)(6) 2010. Probable early pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: result: showed that she had a relatively large hematoma in the space of retzius, which dissected the bladder off.. Ultrasound pelvis - on (B)(6) 2011: result: the ultrasound shows the ovary to be 4.3 x 2.14 x 2.31. There is an anechoic follicle on the right side measuring 1.6 x 0.94 x 0.84 and a solid appearing cystic structure for a hemorrhagic cyst versus endometrioma.; on (B)(6) 2011: result: shows the ovary is a little bit smaller at 3.15 x 2.19 x 2.19. The solid component is still present, but it is a little bit smaller at 75 x 75 mm.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and vaginal haemorrhage . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received events " abdominal pain, vaginal infection, vaginal discharge, gi conditions,plaintiff did not undergo essure confirmation test. " were added. Essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial balloon oblation with an essure tubal sterilization procedure" on (B)(6) 2008 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included ovarian cyst, bloating, diarrhea, bicornuate uterus, dysplasia, irregular periods, cervical dysplasia, dysmenorrhea, vaginal pain, vaginal discharge, uterine bleeding, nausea, vomiting, tooth pain, back pain, loss of consciousness, unilateral leg pain, bladder prolapse, anxiety, depression, fever, cough, sore throat, dysfunctional uterine bleeding, urinary tract infection, trichomonal vaginitis and mental disorder. Previously administered products included for an unreported indication: mucinex. Past adverse reactions to the above products included hypersensitivity with mucinex. Concurrent conditions included abdominal pain, asthma, migraine, headache, bowel adhesions, hematoma, yeast infection, boil, ecchymosis, bruise, abdominal pain lower, vaginal irritation, abdominal wall hematoma, dysuria, endometriosis, adenomyosis, cervicitis, bicornuate uterus and pelvic congestion syndrome. Concomitant products included ceftriaxone (rocephin), hydrocodone bitartrate;paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi condition"). The patient was treated with surgery (hysterectomy,salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal infection, vaginal discharge and gastrointestinal disorder had not resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted- in previous f/u, it was reported insertion date as 2011. Recent f/u it was mentioned date of removal as (B)(6) 2010. Probable early pelvic inflammatory disease. Date of insertion: (B)(6) 2008 (discrepancy noted) (per pif) approximately 3 coils on each side were left in to uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: result: showed that she had a relatively large hematoma in the space of retzius, which dissected the bladder off. Ultrasound pelvis - on (B)(6) 2011: result: the ultrasound shows the ovary to be 4.3 x 2.14 x 2.31. There is an anechoic follicle on the right side measuring 1.6 x 0.94 x 0.84 and a solid appearing cystic structure for a hemorrhagic cyst versus endometrioma.; on (B)(6) 2011: result: shows the ovary is a little bit smaller at 3.15 x 2.19 x 2.19. The solid component is still present, but it is a little bit smaller at 75 x 75 mm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, menorrhagia and vaginal haemorrhage, vaginal infections., vaginal discharge. Most recent follow-up information incorporated above includes: on 30-jul-2020: medical record received. Event added: endometrial balloon oblation with an essure tubal sterilization procedure. Event menorrhagia was updated to non serious. Lot number, reporters information, concomitant drugs and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report